Event description:
It was reported that the vns patient was having issues following implant surgery which were believed to be allergies or other sinus-related issues. The patient was seen by an ent who diagnosed the patient with vocal cord paralysis which was believed to be related to the implant surgery. The ent stated that the patient¿s vocal cord paralysis was not related to vns stimulation. The patient¿s device was programmed on approximately two weeks after implant surgery and the device settings have been increased three times. The patient¿s device was not disabled following the vocal cord paralysis diagnosis as the patient was doing well with vns therapy. No known interventions have occurred to date.